Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), vitamin d deficiency ("vitamin d deficiency"), headache ("headache") and pelvic discomfort ("phantom baby feeling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary incontinence, vitamin d deficiency, weight increased, headache and pelvic discomfort outcome was unknown. The reporter considered headache, pelvic discomfort, pelvic pain, urinary incontinence, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Urinary incontinence,vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Event pelvic pain make serious incident. Device category changed from device other event to incident. Date of insertion and date of removal were added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.